Event description:
It was reported that the mesher produced an incomplete mesh from previously recovered cadaver skin. There was no harm or delay involved and there was no patient involvement. The cutter failed the cut test at product evaluation investigation. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the cutter failed the test cut. The cutter will need to be replaced by the customer to be completely repaired. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.